Manufacturer narrative:
Follow-up #1: date of submission 08/15/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/20/2016 with the following findings: product evaluation was conducted and the alleged complaint could not be verified or duplicated. Both auditory/sound and vibratory features were intact and functional.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a audio tone/vibration (dual alarm failure). It was reported that the pump had intermittent sound and that the vibration function was not working. This complaint is being reported because if the auditory and vibratory alerts are not functional, the user may be unaware of alarms or warnings, leading to the potential for under delivery.